Event description:
The reporting person said that the cuff it is leaking. No more info available. No pt damage.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.